Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the device was inflated 6-8 times, however, balloon rupture occurred at 10 atmospheres for 40-50 seconds. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the device was inflated 6-8 times, however, balloon rupture occurred at 10 atmospheres for 40-50 seconds. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was stable.